Manufacturer narrative:
For 14 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the investigation is currently ongoing. For 6 of the events, the patient sample was not available for further investigation. For 3 of the events, the patient sample was tested at an investigation site and compared to competitor methods. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>15</noe> malfunction events. Erroneous high results were generated by the cobas 8000 e 602 module, cobas 8000 e 601 module, cobas e 411 immunoassay analyzer, roche diagnostics elecsys e170 modular analytics immunoassay analyzer. The events involved a total of 15 patients with erroneous elecsys ft3 iii results. For 9 of the patients, the patients' ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There were 8 females and 3 males. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the remaining event, the investigation did not identify a product problem. The cause of the event could not be determined.